Event description:
The nurse discovered the pt's feeding tube assembly had separated, causing loss of unknown amount of feeding solution or breast milk. Upon picking up feeding tube assembly of second patient, no force was applied, the feeding tube separated from ng-tube adapter. This allowed the feeding solution or breast milk to flow back from the patient and onto the mattress. Feeding tube assemblies from both patients were replaced with conventional feeding tubes. The failed tubing sets were given to MFR's representative for inspection and testing. These are at least the fouth and fifth of similar events we've experienced with these feeding tube assemblies in the last five months. The MFR replaced the inventory with a new lot number. They acknowledged the problem but has not to date been able to identify a reason for the failures.